Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a rash under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's son is a physician and prescribed the patient gentalin beta for the skin irritation. Follow up indicated that the lotion helped the skin irritation to improve.